Event description:
It was reported that the patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the insertion site, the cannula was not visible, indicating that it did not deploy from the pod as intended at activation. As treatment, the patient gave manual injections using insulin pens.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.